Manufacturer narrative:
(B)(4). Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. Deployment of the sapien 3 valve in a previously implanted mitral surgical ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to manage the sapien 3 valve in this scenario. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause for the central regurgitation cannot be determined; however, the incomplete leaflet closures as a consequences of oval shape of sapien 3 valve in the existing annuloplasty ring may have contributed to the event. The exact cause of death is unknown. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was found through an obituary search by the edwards implant patient registry that this patient expired approximately 23 days post implant of a 26mm sapien 3 valve. Upon review of medical records (procedure notes, echo reports, hospital admission), the patient underwent a trans-septal transcatheter mitral repair with a 26mm sapien 3 valve inside an existing mitral annuloplasty ring due to severe mitral regurgitation. The mitral annuloplasty ring was implanted approximately 19 years ago. Post implant of the sapien 3 valve moderate paravalvular leak (pvl) was noted requiring a plug resulting in residual mild leak. An echo (tee) performed 2 days post procedure after the plug was placed revealed reduction of pvl mitral regurgitation from moderate to very mild. There was persistence of moderate central mitral regurgitation due to incomplete leaflet closures as a consequences of oval shape of sapien valve. The patient improved slowly with stable hemoglobin and stable haptoglobin. The patient was discharged 16 days post procedure. The patient was readmitted with a uti 2 days post discharge. The patient presented with worsening dyspnea, doe, and fatigue. Multifactorial anemia with probable gi bleed, aki on ckd was noted during admission. The patient has significant anemia/hemolysis and is not a candidate for long-term anticoagulation for potential atrial fibrillation. After discussion, it was felt to proceed with palliation measure. The patient does not accept blood as per personal preference. Cardiology consulted with the patient and no further cardiac intervention was indicated; recommended palliative measures. The exact cause of the death was provided.

Manufacturer narrative:
Thv/tvt registry.